Event description:
Interventional cardiologist was deploying the involved arterial closure device. It seemed to deliver appropriately, but then patient had significant oozing of blood at site. Cardiologist tried to gently pull up on device then it came through the femoral artery wall. Manual compression and femostop used to achieve stable hemostasis.